Event description:
New information noted that an issue of high impedance persisted. Rv lead was capped on (B)(6) 2026 and replaced with new lead. Patient condition was stable.

Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that right ventricular (rv) lead exhibited high pacing impedance and inadequate capture. Programming changes were made. Patient condition was stable.